Event description:
An error message was reported with the adc device. Customer received a "scan again in 10" message on the first day of use and was unable to obtain readings. As a result, customer experienced dizziness and loss of consciousness, but was still able to self-treat with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.